Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured an out-of-range shock impedance. All other lead diagnostics were unremarkable. A chest x-ray (cxr) identified a fracture of an epicardial patch electrode. No adverse patient effects have been reported. Replacement of the device and lead system has been scheduled.